Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that, ¿less staples were found in situs; could be removed.¿ please clarify what this means as it is not clear. The device cut but did not staple. The staple line was completely insufficient. There were only a few unformed staples found in situs. It was reported that the procedure time was extended by 120 minutes. Were there any patient issues as a result of the extended surgical time? If yes, please describe. There was no other negative consequence for the patient reported. We are currently trying to get further info from the customer.

Event description:
It was reported that during a laparoscopic sigma procedure, the red safety locking trigger could not be unlocked. Nevertheless, the lever was unlocked with another steel instrument (cooker clamp). The instrument was then fired; it did not staple but cut. After that, there was no anastomosis in the intestine but a hole. Less staples were found in situs; could be removed. No further information is available. Another circular stapler was used to continue a deeper part; patient is well now. Procedure was prolonged by 120 minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p55506. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. Safety function as intended. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.